Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. After the occlusions, the customer disconnected from the infusion set site, observed insulin coming from the tubing and reconnected to the site. Insulin delivery was resumed without changing the supplies on the pump.